Manufacturer narrative:
Investigation conclusions: from the information available, no firm conclusions can be made as to what caused this event. There are 2 possible root causes of this type of problem: the user failed to properly tighten all the bolts to secure the legs of the infusion stand. Four of the 5 legs appeared to be tightened properly, and 1 loosened sufficiently to allow it to fall out and allow the leg to separate from the base. Other stands assembled by the same individual within the last 4 months also had loose bolts. These bolts were confirmed to be re-tightened by another individual at the customer's facility. During use, the bolts become loosened during normal use. Although considered less likely, this is a possible cause of this event. Presently, there are over 1200 infusion stands of this type in use, and there are no other reports of loosened legs bolts for this product. For reference, the 1119 installation guide instructions for assembling the infusion stand are enclosed in attachment 1 (see part # 1179, revision d) which describes the IV pole's installation instructions and includes the procedure to install the stand's legs. Iradimed corp will continue to monitor field reports for similar issues related to the 1119 infusion stand. No other action is considered necessary at this time. (B)(4).

Event description:
The nurse reported that during a pt transport to the MRI, 1 of the 5 IV pole's "leg" detached from the base of the IV pole. The IV pole's base struck the nurse's left foot. The nurse visited the hospital's occupational health dept for the injury. No serious injury was reported.